Event description:
The customer reported that there were brown stains on the sheet hung under the subject device and the customer requested inspection of the device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was clogging the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, a black foreign material was clogging the nozzle. Component analysis showed the material was silicon rubber. The report of dirt exiting the device was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the inspection could not specify the origin of the stain since dirt was not recognized, but it is presumed that reprocessing was performed correctly. In addition, the component analysis of the foreign material clogged in the nozzle revealed that it was silicon rubber. The possible origins are considered to be a packing of the air/water button or the rubber parts of the injection tube used during reprocessing. Olympus will continue to monitor field performance for this device.